Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965, implantable tachy lead, (B)(6) 2005; 5076-52, implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that there was fluctuating threshold along with pacing impedance which increased to a high value, then decreased. The lead remains in use. No patient complications have been reported as a result of this event.